Event description:
Pt had ventriculostomy tube sutured in place following a bilateral intraventricular hemorrhage. Pt was confused at times. Pt may have pulled the catheter, which caused it to break into two pieces. The catheter was clamped and then removed by md. Vital signs remained stable.